Event description:
Patient reported obtaining back-to-back blood glucose results, of 461 mg/dl and 153 mg/dl, on the advantage system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: comfort curve strip lot 549540 with expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.